Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up and down arrow keypad buttons are intermittently responsive. The issue reportedly started 2 weeks ago and was gradually getting worse. The patient reportedly wore the pump in a pocket and did not clean the pump. The patient denied damage to keypad. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, the vibration motor was found to have failed. This issue is not likely to result in an adverse event because the pump's auditory alarm function was found to be working appropriately and would still be able to alert the user of an alarm.